Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 40¿s, causing customer to become unresponsive, fall into a river and suffered hypothermia. The cause of low bg was unknown. Subsequently, customer was hospitalized. Pump data review show customer administered two boluses of 25 units, and pump was functioning as intended. The customer declined to provide additional information regarding the issue.